Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that that she had been treated by paramedics for low blood glucose levels on (B)(6) of 2014. Customer declined troubleshooting. Customer's blood glucose level was 106 mg/dl at time or reporting. Nothing further reported.